Event description:
IV pump with propofol was infusing at 12 ml/hr. The rn not in the patient's room responded when alarm for pump went off. The patient's bp dropped to the 60's. When the nurse arrived to the room, she noticed that the propofol bottle was almost empty (this was a new bottle). The IV pump now said total parenteral nutrition (tpn) and was infusing at 81 ml/hr. The rn stopped the pump. The patient required a fluid bolus and the bp increased within 30 min. The pump was taken out of service and sent to biomed. There was no permanent harm to the patient. The pump was sent for evaluation to a third party consultant. Testing of the pump revealed a failure of two successive "delivery accuracy" tests, but only by a fraction of a percent. No failure or discrepancies were found that would contribute to a gross delivery error. The pump has been returned to b. Braun for their evaluation of the pump. No report received as yet.